Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000053241. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000053241. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000053241.

Event description:
It was reported that following recent weight loss and taking a fall, the patient experienced shocking sensations. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.